Event description:
The patient was receiving treatment on the table when the table head section released from the set position. The action lowered the patient's head. The lowering action injured the patient.

Manufacturer narrative:
The investigation, device evaluation, and any additional findings will be provided upon conclusion of the device evaluation.